Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, during a transcatheter pulmonic valve replacement (tpvr) procedure with a 26 mm sapien 3 (s3) valve, a balloon burst occurred during valve deployment as the commander delivery system balloon finished inflating. Post-dilation was subsequently performed, and the valve was reported to be fully deployed. No patient injury or complication was noted, and the patient was reported to be in stable condition. Imagery was received for evaluation. Per imaging evaluation, the balloon burst was confirmed, and possible missing balloon material was noted. Per additional information received from the field clinical specialist (fcs), the entire delivery system balloon was removed, and no parts were reported to be missing.